Event description:
It was reported that during routine follow-up this pacemaker was discovered to be in safety mode. The device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device noted no anomalies. The device had no telemetry and memory was not available. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics, and the battery was determined to be too low to provide therapy. The battery cell was depleted; however, no battery-related issue was identified. It was observed that when the device was connected to an external power supply, the hybrid current operated normally.

Event description:
It was reported that during routine follow-up this pacemaker was discovered to be in safety mode. The device was replaced. No additional adverse patient effects were reported. This device was received for analysis.